Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded three episodes of supraventrentricular tachycardia (svt) in the ventricular tachycardia (vt) therapy zone. A review of the device memory revealed that anti-tachycardia pacing (atp) and inappropriate shock therapy had been delivered. Shock therapy was exhausted in each of the episodes. Boston scientific technical services was consulted. Programming options were discussed. Programming changes were made to the device. No adverse patient effects were reported.